Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined the cause for the reported difficulty to advance, difficulty to remove, and material separation were due to user error. The damage to the guidewire occurred from the reported difficulty to advance and difficulty to withdraw. While the guidewire was attempted to be withdrawn, the guidewire became separated at the distal tip¿causing the reported material separation. It should be noted that when the user encounters resistance during insertion or withdrawal, that they must stop maneuvering the guidewire and move to angiography imaging in order to assess the situation and prevent device and patient harm. The pressurewire instructions for use cautions the user that ¿if the pressurewire x guidewire gets stuck or is damaged during the procedure, immediately disconnect the transmitter and replace the damaged guidewire, including the transmitter, with a new one. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2017 captures the use of the device against resistance.

Event description:
It was reported the pressurewire was successfully used for fractional flow reserve measurements after meeting resistance with mild tortuosity and calcium in the left anterior descending artery (lad). Resistance was met again during removal and approximately 5 mm of the pressurewire tip detached in the lad. Attempts were made to snare out the detached segment, but were unsuccessful. The separated tip remained at the target lesion and was covered with a stent. There was no adverse patient sequelae. No additional information was provided.